Event description:
Customer reported high results (in the 200s & 300s mg/dl). At 4 am one morning, customer was having hypoglycemic symptoms. Device = 203 mg/dl. Emergency medical technicians (emt) were called & their device = 23 mg/dl. Customer was treated with 2 glasses of orange juice and sugar. Customer's blood glucose did not elevate and they were taken to the hosp. Hosp treated customer with an IV and was released later that morning. No controls were used. A request was made for return product and replacement product was sent.